Event description:
It was reported that 14-months post-op the pt required revision surgery. One screw was reported to have loosened and one had broken. The broken screw was left in place and the loose screw removed. Pt had not fused and is reported to be a heavy smoker. Has a history of mental illness and was reported to have fallen from a balcony. However as surgical intervention occurred an MDR is being filed to document this event.